Event description:
Surgeon was having difficulty passing a wire through the biopsy channel of an olympus ercp scope; surgeon then pulled the scope out of the patient to investigate the problem; the surgeon pulled off the biopsy cap to look into the channel, surgeon visualized a t cm white sponge lodged in the biopsy channel of the scope. Surgeon then retrieved the sponge from the scope; another scope was used to complete the case.